Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during fill 3 of 4 on the home choice (hc). The technical service representative (tsr) determined the home patient (hp) did not press stop before connecting in dwell. The tsr explained to the hp that even if only disconnecting during dwell press stop and then disconnect. The hp indicated he had already cycled power off/on and was at load the cassette, ready to remove the cassette. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4).the system error 2240 (air in line) occurred during drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient (hp) did not notice any defects with the original supplies and no user error was described.